Event description:
It was reported that a ped. Prechamber (#fv035t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the prechmaber caused an occlusion. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 2 years, 6 months. Height: 87 cm. Weight: 11 kg. Gender: female.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, deposits in the prechmaber were determined. Permeability test: a permeability test has shown that the prechmaber is not permeable. Results: based on our investigation results, we can determine an occlusion in the prechamber. The determined deposits can be named as the cause for the blockage. Organic material in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The prechamber met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.